Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2011 and mesh was implanted, due to prolapse and incontinence. It was reported that the patient underwent a microscopic surgery in 2013 with dr. Stewart ingles to repair a hole that was reportedly found in the mesh by dr. (B)(6). It was reported that she experienced abdominal pain and diverticulitis in 2016. It was reported that she underwent a full hysterectomy on (B)(6) 2018 by dr. (B)(6) to remove an abscess. No additional information was provided.